Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and air bubbles anomaly. Customer's blood glucose level was 534 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles start to appear 12 hours after filling the set and they try to purge them out every day. Customer advised the air bubbles are the size of a pinky nail and they got them out.